Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is lacerated, but the damages did not influence the functionality of the insulin pump. The button function was tested successfully and complies with the product specification.

Event description:
Patient reported the bolus button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.